Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a line of an amia peritoneal dialysis (pd) cassette was leaking. This occurred during an unknown cycle of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h3, h6. B5: during follow up, it was further clarified that there was a hole in the tubing. H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.